Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approx 3 weeks ago. The aortic neck was 20-25 mm long, 25-26 mm in diameter, it was not calcified, contained thrombus and it was severely angulated at 80 degrees. The iliac arteries were tortuous and not calcified. The pt was obese and not a candidate for open repair. The pt was symptomatic with back pain, and it was decided to implant a talent for the diagnosed abdominal aortic aneurysm, even though the severe aortic neck angulation was taken into consideration. After the talent stent graft was implanted, a slight type 1 endoleak was evident. A palmaz stent was placed and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - evaluation results, conclusion:: endoleak, thrombosed and severely angulated aortic neck. Device used in a pt with a severely angulated aortic neck.